Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. Investigation result: the tips of the needle are bent by mechanical overload. The device is hardened to 520hv5 +/- 25 (47 hrc) - this gives good mechanical strength on one hand, on the other hand it is ductile enough to prevent instant breaking when over loaded. Device is as elastic as designed. There is no indication for material or manufacturing failure. The failure is most probably usage related. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a needle. According to the information received, there is a barb on the tip of the needle. No further information available. No patient harm reported.